Event description:
It was reported that the customer had a vibrate anomaly on the insulin pump. The customer's blood glucose level was 130 mg/dl. The customer reports that the vibrate feature does not work. The troubleshooting was performed. The customer was advised to install a new (B)(6) aaa alkaline battery. The customer states that the vibrate feature works. The customer states that the insulin pump vibrate during the vibrate test. The customer was advised to monitor the insulin pump and call back as needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.